Event description:
Synthes (B)(6) reported that a patient was implanted on (B)(6) 2013 with an lcp volar distal radius plate extra-articular and an unknown number of 2.4mm lcp locking screws from a previous revision surgery. It was noted on (B)(6) 2013 that the proximal screws had broken. It is unknown if the patient fell. The surgeon removed all material on (B)(6) 2013 and patient was put in another cast. Reportedly, the patient is healing with an angle. No sign of infection were detected at any time. Patient status following the revision surgery was reported as stable. This is report 1 of 1 for the second revision surgery - complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event is unknown. This report is for an unknown amount of 2.4mm locking screws. Only a partial part number was provided (212.8xx). Investigation could not be completed, no conclusion could be drawn as devices were not returned. A complete part number was not provided and lot numbers were not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: 8 unknown screws with unknown lot number were received, 4 separated from their head and 4 intact. The screw heads are lodged in the returned plate. Each broken screw has a homogenous fracture surface. The unknown screws are presumed to be 2.4mm t8 stardrive self-tapping locking screws (7) and 2.4mm t8 stardrive self-tapping cortex screws (1) of indeterminate length. The devices were used in a surgery to insert a 2.4mm lcp distal radius system plate, and the technique guide indicates two different varieties of cortex screws for this procedure and only one family of locking screws. The devices were returned and reported to have caused a non-union due to the breakage of the four locking screws. This condition is confirmed; four screw heads are still lodged in the returned plate and four screw shafts were returned. All fracture surfaces are homogenous. Judging from the positioning of the screw heads, it appears that two of the screws were overangled when inserted into the plate. This along with an external impact or patient noncompliance likely led to the complaint condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that screw overangulation and an external impact or patient noncompliance has led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.